Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that after a cartridge change, the user received an occlusion alert followed by alert 38 indicating a motor stall and subsequent ¿unable to proceed¿ alerts, and insulin delivery could not be resumed until a full supply change was completed; during troubleshooting the user and agent noted lack of drops during tubing fill and visible air bubbles in the cartridge, and the device was restarted and rewound with new supplies, after which delivery resumed, consistent with a mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed evidence consistent with an assembly problem affecting the motor function and resulting in a mechanical jam. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.